Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint during the investigation; pump information has been overwritten. The black box begins on (B)(6) 2013. The black box and history for the complaint on (B)(6) 2012 have been overwritten and are not available for review. No defect was found. Pump was subject to a 29 hour flow accuracy test; the pump passed and was found to be delivering within the specified range. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained the elevated blood glucose reading of 530 mg/dl, and she experienced the symptoms of nausea and vomiting. The patient noted there were air bubbles in the insulin cartridge, which can cause under-infusion of insulin. The patient was unable to perform any pump troubleshooting at the time of the call; there was no further information provided about the pump. The patient's technique was incorrect by allowing bubbles in the infusion set. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.